Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000093-2007-02110. It was reported that 906 days after a coronary drug eluting stenting treatment procedure, the patient had a stent thrombosis (st) and required a target vessel reintervention (tvr). The index procedure treated a 3.5x16mm, 80% stenosed, moderately tortuous lesion in the saphenous vein graft (svg) to proximal left circumflex (prox lcx) with placement of a taxus express2 3.5x24mm drug eluting stent. A distal protection device was used. Following post-dilation, residual stenosis was 0%. The procedure also treated a 2.8x12mm, 90% stenosed, mildly tortuous lesion in the distal lcx with predilation and placement of a taxus express2 2.75x20mm drug eluting stent via the svg. Following post-dilation, residual stenosis was 0%. The procedure also treated a 2.0x18mm, 99% stenosed, moderately tortuous lesion in the 1st diagonal branch (dx1) with predilation and placement of a taxus express2 2.5x24mm drug eluting stent. Residual stenosis was 0%. The patient was discharged 8 days later on aspirin and plavix. During the post reintervention follow-up, the site learned that the patient had experienced a st 906 days post index procedure and required a tvr 4 days later. The svg to lcx was treated with angioplasty for distal edge and focal in-stent restenosis. The events were considered resolved. The device causality of both events was assessed as unknown.